Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurements. The lead was reprogrammed and the issue was resolved. This lead remains in service. No adverse patient effects were reported.